Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. Pump error 63 alarm (variableinfo=3) confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed self test and insulin pump error reoccurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.